Event description:
The customer stated that when she opened a new carton of test strips, the bottle inside was open. The customer used the test strips a few times, but did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement strips will be sent.